Event description:
Physician reported uterine perforation immediately following novasure ablation.

Manufacturer narrative:
No device malfunction. Device performed as intended. Post-operative hysteroscopy performed after an uneventful endometrial ablation procedure. Physician indicated the hysteroscope caused the perforation.